Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures, including a mesh revision/removal gynecological procedure on (B)(6) 2013. No additional information was provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a revisionary procedure on (B)(6) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with anterior colporrhaphy, vaginal colpopexy, insertion of graft to correct vaginal defect and cystoscopy due to sui, vaginal prolapse. It was reported that following insertion the patient experienced urinary problems, dyspareunia, and other (strong cramps, pressure in pelvic area, lack of tissue in wall of vagina). No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent bilateral retrograde ureteral cauterization, right jj stent placement, mesh explantation, transvaginal sling incision and enterocele repair and vaginal vault suspension in a extraperitoneal fashion due to bladder outlet obstruction, mesh exposure and pop on (B)(6) 2013. No additional information was provided. (B)(4).